Event description:
It was reported that in removal and replacement of an intraocular lens (iol), the incision was required to be enlarged and a vitrectomy was performed. No adverse effect and no patient injury was reported. No further information has been provided.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Device evaluation: visual evaluation of the returned intraocular lens (iol) was conducted. The lens was received in a plastic bag. The lens was also inspected at 10x microscopic magnification which revealed surface residuals (fiber/particles) on the lens. This condition is compatible with handling the lens outside of a sterile environment. No iol damage was reported by the customer in the initial report. Based on the investigation no manufacturing cosmetic defect was found in the returned lens. Therefore, the product meets the acceptance criteria. No failure detected. In addition a review of the manufacturing records was conducted. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or nonconformance (ncr) related to the customer claim was generated. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.